Event description:
The customer reported inaccurately low blood glucose readings with test strips, lot unknown. He opened the bottle of test strips (date unknown) and immediately performed a blood glucose test. The result was 40 mg/dl. Because he did not have any hypoglycemic symptoms, he performed a second test. The result was 42 mg/dl. He immediately opened the second bottle of test strips in the box and obtained a blood glucose readings of 55 mg/dl. He immediately opened a different box of test strips, lot unknown, and the blood glucose result he obtained was in his normal blood glucose range of 100-120mg/dl (specific results unknown). The customer does not have his meter available at the time of the telephone call, he was unable to perform any tests with the rep. The code was set correctly in the customer's meter. The dessicant is in both bottles of test strips. Note: beacause the customer discarded the test strips from the first box which produced the low readings, co will not receive any test strips for eval. He has used all the test strips from the second box (which he believes gave accurate results) so lot number info for that box is unavailable.